Event description:
It was reported that the right atrial (ra) lead had high thresholds. During the ra lead revision, the leads were disconnected from the device and tested to be normal with the analyzer. When the leads were re-connected to the device, there was no pacing output. The leads were tested a second time with the analyzer and found to be normal and when connected and tested with the device again, there was still no capture in either chamber. The device was removed and replaced. It was noted following the procedure that the device had the lead monitor feature programmed to adaptive and as a result the device measured out of range bipolar impedances while disconnected and did an automatic polarity switch to unipolar. So when the leads were reconnected to the device for testing and the device was not in the pocket, it had no pacing. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5554 implantable pacing lead. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.